Event description:
It was reported that the renasys tch device&power sply has critical errors, the coin cell is empty. The device cannot be charged, and it is unable to generate negative pressure. Additionally, the device cannot generate alarms under expected conditions. No case involved. Service and repair.

Event description:
It was reported that the renasys tch device&power sply shows "device failure 4006", the coin cell is empty. No case involved, found during service and repair.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.